Event description:
An alarm was heard. Telemetry confirmed a critical alarm was occurring due to a 0 ml reservoir volume being reached. The clinic was having a hard time getting the patient to come in for the refill. The medication was ordered yesterday, but they had not received it yet. There was no therapy problem or symptom reported. It was unknown what drug the pump contained. As of (B)(6) 2014 the patient was to be seen by a healthcare provider in north carolina, though the date and purpose of the visit was not provided. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a representative indicating the patient¿s pump was filled on (B)(6) 2014. The pump had been empty for over thirty days, though the patient was experiencing no symptoms at the time of the refill. The patient stated they had been ¿moving around the country¿ and forgot until their pump alarmed. The pump contained fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).